Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, greater than 125 ohms. Subsequently, the patient underwent a revision procedure, and this rv lead was surgically capped/abandoned and replaced with a new lead. It was noted that the device pocket was also revised. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This device remains implanted and out-of-service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.